Manufacturer narrative:
Additional information was received that the lead revision was cancelled due to a nondevice related skin infection near the patient's ipg site. The patient was given with antibiotics. Eventually, the patient underwent a revision wherein the ipg was replaced as the battery was not holding its charge; the leads were left as is as the patient had a good coverage prior to the procedure. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Event description:
A report was received that the patient will undergo a lead revision for unknown reason.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current which was the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate per day, which was within the expected range. Device exhibited normal charging and discharging characteristics.